Event description:
On (B)(6) 2026, doctor (B)(6) reported to cas that on (B)(6) 2026, procedure ID #(B)(6) resulted in an overcorrection postoperatively. Site is seeking review.

Manufacturer narrative:
Review of data from procedure #(B)(6) shows an sia value of 0.00d at 180°, a manual astigmatism entry of 3.80d at 179°, and a manually entered single 60° arcuate incision at an axis of 359°. Refractive capsulorhexis was also completed at an axis of 179°/359°. Iris registration was successful and the system completed the arcuate and refractive capsulorhexis as programmed. Recommend the site verify the pre-op data, nomogram used to calculate arcuate length and axis and the surgery plan with the surgeon and compare it to the values entered in the system to determine cause of reported overcorrection. System functioned as designed.